Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. Follow up with the reporter confirmed that the facility biomed cleared the event code in the memory and observed proper device operation through functional and performance testing. The device was returned to service for use. The device was not returned to physio-control for analysis. A conclusive cause of the reported event was not determined.

Event description:
During a morning check, it was reported that the device intermittently logs a critical event code in the memory and illuminates the service indicator. When the logged event code is occurring, the device would be inoperable and unable to provide defibrillation therapy. There was no patient use associated with the event.